Manufacturer narrative:
On 09 december 2016 the medical affairs performed a clinical evaluation and commented as follows: according to report, the patient lamented local pain at the surgical wound and the surgeon did I&d, just to rinse and clean, and during this operation, as it is customary, the head and liner were replaced. This is not due to a problem with the implants. Judging from the intraoperative fluoroscopic image, a very unreliable source, the cup appears slightly proud cranially and the suspect of psoas or other soft tissue impingement may come to mind, but it was most likely checked during the second operation and probably found to be uninfluential. No implant related cause to the reoperation. Batch reviews performed on 13 december 2016. Lot 161637: (B)(4) items manufactured and released on 09 may 2016. Expiration date: 2021-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4, code 01.29.208, lot. 161056 (k112115) (B)(4) items manufactured and released on 18 may 2016. Expiration date: 2021-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of pain around her incision. The surgeon performed an I & d and swapped the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.